Manufacturer narrative:
Device not available.

Event description:
It was reported that the patient was being transferred to the hospital for a head injury and the cot allegedly tipped over. It was reported that the tip event worsened the patient's condition, however further information was not provided. It was reported that the customer did not allege any defects with the cot and the incident was reported to be likely due to user error. The customer did not want the cot inspected. The customer was offered retraining on device use.